Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was reported that used product was not available for evaluation. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although the device involved was confirmed not to be available for evaluation, the investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when surgeon tried to expand the balloon catheter, the wing part of this product did not move during expansion. No injury reported.